Event description:
The customer reported that a pump infused 1 unit of prbc faster than expected: 88 minutes versus 120 minutes. The nurse alleged that the prbc bag had a volume of 296ml per the label on the bag. At 1023 the nurse programmed the infusion to run at 75ml/hr for 15 minutes, then increased the rate to 100ml/hr for 5 minutes, and finally increased the rate to 150ml/hr until the bag was empty at 1145. The nurse's contention is that if the bag had a volume of 296ml, then the bag should have infused over 2 hours per the rate sequence above. The customer reports no patient harm.

Manufacturer narrative:
The customer¿s report of a blood overinfusion was not confirmed. The pcu event log showed that the pump module was programmed to infuse blood rbcs at 75ml/hr with a vtbi of 500ml at 10:16 am on (B)(6) 2015. The infusion ran at 75ml/hr for approximately 10 minutes, at 100ml/hr for approximately 6 minutes and at 150ml/hr for approximately 54 minutes. The total time the infusion ran before alarming for fluid side occlusion was approximately 1 hour and 10 minutes. The volume recorded as being infused during this period was 157.368ml. The pcu event log cannot determine the starting volume of the fluid container. Functional testing performed found the pump module to be delivering fluid within specification. The root cause of the reported blood overinfusion was not identified.

Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.